Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the superior vena cava (svc) defibrillation pathway impedance was >200 ohms post device change out. Since the hospital can not determine the root cause of the impedance increase, loose set screw or lead fracture, a defibrillation threshold test was successfully performed with the svc pathway turned off. No further action will be taken at this time. No patient complications have been reported as a result of this event.